Event description:
Patient received a left and right stryker triathlon total knee in 2019. Patient complained of pain in 2020 which progressively worsened. Left knee implant was reoperated on (B)(6) 2021. The interoperative lab results ruled out any infection. It was discovered that the bone cement did not bond to the underside of the tibial component. The tibial implant was grossly loose. This is not supposed to occur and I am reporting. FDA safety report ID # (B)(4).